Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnostic procedure, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the initial fluoroscopy was not working. Review of the system log file showed that the flat detector controller (fdc) errors resulted in the temporary communication failed between the front flat panel detector and the control unit. The fse replaced the flat panel detector control unit. After replacement of the flat panel detector control unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the initial fluoroscopy did not work. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that the flat panel detector and control unit was failing. The flat panel detector and control unit has been replaced that the system was returned to use in good working order. Philips has started an investigation of the complaint.